Event description:
It was reported that during a da vinci single-site cholecystectomy procedure, upon removal of the fundus grasper instrument from the patient side manipulator arm, shavings were observed on the shaft of the instrument. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.